Manufacturer narrative:
A ge service representative performed an on site investigation. The cmos settings were reloaded. The display adapter and systems interface pcb assemblies were reseated. The ps1 power supply connections and connectors were evaluated. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported the fluoroscopic image was unable to be viewed. No pt death or serious injury was reported related to this event.